Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving a patient notifier alert for noise. The device was explanted. The patient was asymptomatic before, during and after the event.

Manufacturer narrative:
The reported field event of noise and impedance anomalies were confirmed in the laboratory via review of device diagnostics. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.